Event description:
It was reported difficulty advancing occurred. A jetstream catheter was attempted to be advanced over a non-(B)(6) wire but is unable to after one pass of atherectomy and showing resistance over the wire. Both were removed and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).